Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Reflux and vomiting are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses to possible outcome of reflux as follows: "ulceration, gastritis, gastro-esophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."

Event description:
Allergan representative received a voicemail message from a health professional requesting a return kit for an explanted device. Follow-up findings: "band/port explant. Persistent vomiting with blood. Not able to keep fluids down and gerd." No additional information available from reporter, at this time. The device was returned and is being analyzed.